Event description:
It was reported by the consumer that she was experiencing issues around (B)(6) 2012 with vomiting after eating and drinking. Consumer reported having a band adjustment the day before of 1.5cc's. Consumer reported that the food felt like it was staying in her esophagus. On (B)(6) 2012 and patient had 1cc of fluid removed. Patient reports now she has 7.5 cc's in band patient states her weight has now plateaued and she is not losing weight.

Manufacturer narrative:
(B)(4). Device remains implanted.